Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent revision surgery due to pain. Revision surgery in 2-stages -> 1st stage glenoid side only. Patient ID: (B)(6).